Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch verio 2 meter was showing an error 5 message. The complaint was classified based on the information documented by customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2018. She stated that the patient manages his diabetes with a combination of medication, and in response to the meter issue the patient consumed more food/drink. The reporter stated that right after the meter issue started, the patient developed symptoms of ¿felt hypoglycemic, sweating, weak, blurry vision¿. The reporter confirmed the patient did not receive or require any medical treatment, in response to the meter issue. During troubleshooting, the csr noted it was not the first time the meter was being used, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr walked the reporter through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.